Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture", "lymphadenopathy", and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "a periprosthetic fluid collection", "axillary region with inflammatory nodules¿, ¿axillary region with inflammatory type ganglia¿, ¿contracture and inflammation of the periprosthetic capsule¿.

Event description:
Healthcare professional reported right side "rupture", ¿irregular echogenic edges with superficial wrinkles and folds¿, "a periprosthetic fluid collection is identified with soft echoes that may be associated with the silicone with an inflammatory process¿, "axillary region with inflammatory nodules¿, ¿axillary region with inflammatory type ganglia¿, "intermittent pain in right breast, deformity and induration¿, and ¿contracture and inflammation of the periprosthetic capsule¿. Device remains implanted.